Event description:
It was reported that following a laparoscopic gastric bypass procedure/ liver biopsy laparoscopic roux-en-y-bypass¿¿splitting of omentum majus, marking of jejunal loop 50 cm aboral of treitz´s arch and 150 cm further on to form a laterolateral jejunojejunostomie (root point anastomosis) with an endocutter 60 white cartridge. Continuous closure of enterotomy with polysorb 2-0; no complications;¿start of forming a gastric pouch 30ml with endocutter blue cartridges, placing of stapler head of circular stapler into later pouch and finishing the pouch with echelon60 blue cartridge¿jejunal enterotomy to introduce circular stapler to perform terminolateral gastrojejunostomy. 10cm of jejunum including the enterotomy, are skeletonized and resected with endocutter white cartridge. Meticulous hemostasis; leak test negative. Because of fatty liver disease forceps biopsy of liver tissue is taken. Electrocoagulation on excision site is performed; no further bleeding, no bilious leak. Closure of procedure¿¿ ,on first post-op day bleedings occurred. The patient has to be reopened and sutured by hand. On the second post-op day bleeding occurred again and there was a reoperation and the patient was sutured by hand. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.